Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the (malfunction or reported issue).

Event description:
Consumer stated a tampon string separated this occurred with two tampons. She was able to manually remove the tampons.